Manufacturer narrative:
(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side "capsular contracture", baker grade not provided and "rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side "capsular contracture", baker grade not provided. And "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Manufacturer of device is unknown: manufactured by allergan according to patch information. (Mcghan). Rupture: not observed. Additional observations: deformation is observed. Cloudy was observed, on the gel. Wear abrasion is observed. Black and yellow particles were observed, on the shell.